Event description:
It was reported that during the procedure, the subject guidewire was fractured inside the microcatheter and have to be removed from the anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The subject device is not yet returned.

Event description:
It was reported that during the procedure, the subject guidewire was fractured inside the microcatheter and have to be removed from the anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10/h3 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the core wire distal end was observed through the distal tip dome. The guidewire was returned broken in 2 segments (7cm distal segment and 193cm proximal segment). The nitinol tubing of the distal 7cm segment, was returned broken with the core wire and platinum wire exposed and broken. The proximal 193cm segment, the nitinol tubing was returned broken. The platinum wire was exposed and broken. The core wire was not exposed. The hydrophilic coating was hydrated, and the coating was present. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Analysis of the returned device found the guidewire was returned broken in 2 segments (7cm distal segment and 193cm proximal segment). The nitinol tubing, core wire and platinum wire were broken which indicates the device fractured during the manipulation inside the patient¿s anatomy. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿guidewire broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.